Manufacturer narrative:
The consumer reported that the patient had a tooth type of 3, the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer also stated that primary stability was achieved, the implant did not osseointegrate. The consumer also reported concerns with an infection, bleeding, pain & swelling.

Event description:
The consumer reported that the patient had a tooth type of 3, the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer also stated that primary stability was achieved, the implant did not osseointegrate. The consumer also reported concerns with an infection, bleeding, pain & swelling.